Event description:
It was reported that the sonopet tip broke during a procedure. There were no adverse consequences alleged with this event. There was no delay and no medical intervention required in the procedure.

Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.